Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the pump was ¿badly beaten up. There was no additional information about the state of the pump at the time of the call. This complaint is being reported because it was not resolved at the time of contact. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the paint on the pump was scratched / peeling over all corners and the back of the pump was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.